Event description:
The patient received two leads with the same lot number. It was reported during the trial procedure the patient bled for approximately 30 minutes after receiving the trial leads, and was admitted to the ICU. It was reported the patient was on plavix and had not informed the physician. Follow up identified the bleeding had stopped and the patient was well. There were no issues noted, but the patient was to be admitted for observation. Additional follow up found the patient was released after 23 hours of observation and was well, with no further issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.